Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range pacing impedances. As a result the lead was surgically abandoned and both the lead and device were successfully replaced. Upon explant, the header connections were checked and were normal. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.